Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency department following a syncopal episode. Review of stored device data noted two stored ventricular tachycardia (vt) episodes from the date of the syncopal episode. Review of the stored episodes noted that two bursts of anti-tachycardia pacing (atp) were delivered in one of the stored episodes. The atp accelerated the rhythm and a 41 joule shock was then delivered and converted the rhythm. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency department following a syncopal episode. Review of stored device data noted two stored ventricular tachycardia (vt) episodes from the date of the syncopal episode. Review of the stored episodes noted that two bursts of anti-tachycardia pacing (atp) were delivered in one of the stored episodes. The atp accelerated the rhythm and a 41 joule shock was then delivered and converted the rhythm. No additional adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken 8 days later. The device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) as part of a reported therapy upgrade. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency department following a syncopal episode. Review of stored device data noted two stored ventricular tachycardia (vt) episodes from the date of the syncopal episode. Review of the stored episodes noted that two bursts of anti-tachycardia pacing (atp) were delivered in one of the stored episodes. The atp accelerated the rhythm and a 41 joule shock was then delivered and converted the rhythm. No additional adverse patient effects were reported. This device remains in service. It was reported that surgical intervention was undertaken 8 days later. The device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) as part of a reported therapy upgrade. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.